Event description:
The user facility reported a cutter failure. They were using a cutter that stopped cutting. They opened another cutter to finish the case. It also stopped cutting, but started again and the surgery was completed. No patient impact was reported.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filled should any additional information become available for investigation a lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 2. See 1920664-2013-00085.